Event description:
It was reported that the physician had successfully placed two coils in an unruptured aneurysm located in the posterior inferior cerebellar artery (pica). While attempting to deploy a non boston scientific coil, the coil became stretched and protruded from the aneurysm. When the physician attempted to remove the coil, it was caught on the second coil (subject device). The physician cut the microcatheter and inserted a snare. Both the coils were removed from the patient successfully. The patient is reported to be "fine".

Manufacturer narrative:
Other for no device malfunction alleged.